Manufacturer narrative:
(B)(4). Additional information received: did the tissue pad melt? (See pictures below which shows the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) the pad partially melt or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) No. If yes, did any piece fall into the patient? No. Was the piece retrieved? Na. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No. The file no longer meets the criteria of a reportable file.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, during the procedure the white pad detached. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.